Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that she had changed out the cassette (only). The technical service representative (tsr) explained that the supplies were compromised and advised the hp to start over with all new supplies or risk infection. The hp understood explanation and agreed to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed due to the use error described by the home patient; the cassette was replaced while solution bags were reused in response to an alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.